Event description:
In review of published literature, these findings were noted. Shigeo ichihashi, wataru higashiura, hirofumi itoh, nobuoki tabayashi, shoji sakaguchi, and kimihiko kichikawa, nara, japan, "catheter-based bailout techniques for an interrupted deployment of the excluder endograft due to broken deployment string" ann vasc surg 2013; 1-4. In this report was described catheter-based bailout techniques for when the distal end of the ipsilateral leg of an excluder endoprosthesis has remained undeployed due to a broken deployment string. Complete deployment was accomplished by balloon dilation. Although this is situation is extremely rare, it should be recognized and catheter based strategies should be known for dealing with this complication. The article describes a (B)(6) man with a past history of total gastrectomy due to gastric cancer was diagnosed with a 5.6-cm infrarenal abdominal aortic aneurysm. The gore excluder aaa endoprosthesis was selected to address potential problems due to severe angulation of the bilateral common iliac arteries. It was difficult to advance the main body due to the angulated iliac artery. During the deployment, when the deployment knob was pulling, the retracted string was shorter than expected, suggesting that the string had broken. Initially, only the proximal trunk of the main body had deployed. However, the distal end of the ipsilateral leg remained undeployed. It was suspected that the residual deployment string was constraining the ipsilateral leg. The physician attempted to deploy the ipsilateral leg by increasing blood flow to that area via occlusion of the contralateral gate with a balloon, but this strategy was unsuccessful. Next, the physician tried to perform balloon angioplasty to open the ipsilateral leg. However, a 4-mm micro-balloon catheter could not be inserted into the undeployed leg. Then, the delivery catheter was removed, the main body of the endoprosthesis was supported by an inflated coda balloon (cook medical, bloomington, il) at the proximal trunk of the main body to prevent migration. A percutaneous transluminal angioplasty (pta) balloon (4 mm x 20 mm) was then advanced into the ipsilateral leg via the right common femoral artery and expanded. After further dilation with a larger balloon (8 mm x 20 mm), complete deployment of the ipsilateral leg was successfully accomplished. Further information was requested.

Manufacturer narrative:
Lot / serial number is unknown. A review of the manufacturing records for the device could not be conducted. Further information was requested.